Event description:
Burned pt's mouth, doctor out pt on steroids to help heal burn. Burn caused by wa-99lt attached to electric micromotor during dental procedure. Problem: wa-99lt handpiece attachment returned for evaluation. Head assembly does not turn, head gear is worn/damaged. Both head gear bearing assemblies are broken. Ball bearings are dark and dull, head cap is contaminated with bearing cage material. Middle gears are worn, drive shaft worn, bearings are gritty. Product use error: failure to maintain handpiece according to IFU. Doctor sent maintenance letter reminder and technical service letter.